Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had begun having increased severe leg pain on (B)(6) 2018, and during this time, the patient felt a ¿jolt¿ after hearing their patient programmer ¿beep¿; the patient had not been accessing or using the programmer. It was noted that the event was not related to the study procedure, unlikely related to the neurostimulator and leads, unlikely related to the spinal cord stimulation therapy, and possibly related to the external study device. Diagnostics and interventions included interrogating the neurostimulator, with normal results reported, and reprogramming. The outcome of the event was reported to have recovered/resolved as of (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.